Manufacturer narrative:
Please see the below investigation summary: the specific lot number involved with this complaint is unknown; however the customer provided lot numbers 303202, 235904x, 226804x, 228905x and 1413800106 as possibly related to this event. Number 303202 does not correspond to a covidien s lot number. Device history records (DHR) were reviewed and no deviations related to this failure mode were found. There are no non conformances related to the reported issue. The product sample was not returned and no photos were received. This complaint will be reopened and updated accordingly if the product sample is returned. The event description states that the catheter worked as expected for about seven days; therefore, it is likely that the device has been damaged during that time. This issue has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to the inappropriate use of cleaning agents or sharp objects). Instructions for use warns: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. No additional actions are required. It must be noted that lots 235904x, 226804x and 228905x were manufactured...

Event description:
The customer further reported that after 7 days of using the product in the artery of a (B)(6), a hole appears just below the molded strain relief on the primary extension tubing. Povidone iodine 10% was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with a granoflex and adhesive bend. The uvc was inserted on (B)(6) 2015 in the umbilical artery and was used for 7 days. Heparin 10 unit 1cc saline was used to flush the line using a 20cc perfuser syringe. Povidone iodine 10% was used to clean the device which does not contain alcohol or acetone. The catheter tubing was being cleaned as well. The uvc was removed on (B)(6) 2015 and was not replaced. The status of the patient is ok. Before the implementation date of the actions related to the corrective and preventive action (CAPA) on 4/14/2014. Just lot number 1413800106 was manufacture as a consequence the employed hub design is unknown. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 1/26/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/19/2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that after seven days of using the catheter on a (B)(6) old baby, a hole appeared in the primary extension tubing, just below the hub.